Event description:
It was reported that the patient's right atrial lead exhibited oversensing of noise and inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2022. The patient was stable and was discharged.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in four pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil caused by friction to another device or feature of the heart was noted at 9.0 cm to 9.6 from the distal tip. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone. Corrected data: b5 updated to indicate the ra lead was explanted and explanted date was entered into d6b.

Event description:
Correction: the right atrial (ra) lead was explanted and replaced, not capped.